Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with an 810:04 failure code was confirmed but not reproduced during product evaluation. This condition was due to the air in line board out of calibration. The air in line printed circuit board was recalibrated to fix the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. This issue has been escalated to CAPA.

Event description:
The facility reported a colleague infusion pump with an 810:04 failure code. It is unknown when this event occurred; however, this event occurred on the 300 medical floor. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.